Manufacturer narrative:
This report is submitted on july 17, 2020.

Event description:
Per the clinic, the patient experienced an infection at the abutment site. The abutment was removed on (B)(6) 2019.